Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion alarm issue could not be verified. The air bubble investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Additionally, the customer observed an air bubble at the luer lock connection which was believed to be the cause of the occlusion alarm. A supply change was performed to addressing the issues. The customer's blood glucose level was 327 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.